Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they experienced the strong stimulation or shock any day when they stood or sat up straight. The patient noted that they had to increase their dosage of oxycodone to resolve their pain. They mentioned that they lowered the settings with their programmer to resolve the strong stimulation and shocking issue.

Manufacturer narrative:
Unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported that they had called the manufacturer representative on 2016-10-18 as they were having issues with pain. The pain started gradually on sunday ((B)(6) 2016). The pain was getting worse and was in their right hip going down the back and side of the patient's leg. The manufacturer representative advised the patient to turn stimulation up and asked the patient if they had been taking their pain medication. The patient stated that they always took their pain medication. An appointment was scheduled for (B)(6) 2016 to set up adaptive stimulation (as) settings. The patient increased stimulation after talking with the manufacturer representative but it had not helped with the pain. If they moved a certain way the device would give them a strong stimulation or shock. There were 2 programs: one was 500 and one was 600. The patient stated that they put heat on their leg. The patient had also called their surgeon and was told to call another manufacturer representative by the nurse on the phone. The nurse had stated that the stimulator might need to be readjusted or reset. The patient stated that they had not heard back from the second manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.